Event description:
It was reported that during transportation with bd vacutainer® sst¿ blood collection tubes the glass tube broke. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from chinese to english: after the blood was drawn from a yellow tube with a product number of 367989, the wall of the tube ruptured during transportation. The customer suspected that it was caused by improper operation during transportation, but bd still needed to issue an investigation reply.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tube was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode cracked product/tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during transportation with bd vacutainer® sst¿ blood collection tubes the glass tube broke. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from chinese to english: after the blood was drawn from a yellow tube with a product number of 367989, the wall of the tube ruptured during transportation. The customer suspected that it was caused by improper operation during transportation, but bd still needed to issue an investigation reply.

Manufacturer narrative:
D4: medical device expiration date: unknown. H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4: device manufacture date: unknown.